Manufacturer narrative:
Product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the impedances occurred post-operatively. Lead fractures were noted at locations ¿3:1 and 2:3.¿ increasing the pulse width did not resolve the issue. The patient was doing well; their urgency was down.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after replacing the implantable neurostimulator (ins) they still had impedance issues. The manufacture representative had read greater than 4000 ohms on all of the bipolar pairs. Post-operative impedances were ran at 1.0v and 240 pulse width and the result was that everything was over 4000 ohms except for case and 0 at 1769 ohms, case and 3 at 648 ohms, and case and 3 at 1313 ohms. The patient was on configuration 1 and they indicated stimulation around 5 v. The manufacturer representative did not feel comfortable leaving the patient that high, so they reduced the amplitude and the patient could no longer feel stimulation. The manufacturer representative would suggest that someone meet with the patient in 4 days to follow-up. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-23783 for the patient¿s first ins having high impedances.